Manufacturer narrative:
Initial and final MDR (B)(4). MDR 3003442380-2024-07912- device 1 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2023, it was reported by the patient that six infusion set fell off within 2 days of use. Patient replaced infusion set and resumed insulin successfully. No further information was available.